Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event on (B)(6) 2015, that led to loss of consciousness and that their receiver displayed an intermittent out of range (oor) alert. The patient's roommate found her barely breathing and unconscious. The roommate checked the patient's blood glucose level and it was at 32. The roommate administered 20 units of glucagon via an injection. The patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. Problem could not be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and difficulty breathing. However, a root cause cannot be determined for the reported events.